Event description:
The customer received blood glucose readings of 203 and 133mg/dl on the contour next link. He received insulin accordingly from his pump. After a few minutes he was feeling sweaty, and retested on a different meter. He received readings 40 and 42mg/dl. He drank 32 ounces of apple juice and felt better. Customer had no remaining strips to return. New meter and strips were sent to him.